Event description:
The complainant has reported that a patient (age & gender unk) underwent a therapeutic multiple band ligator procedure for treatment of esophageal varices. The clinician stated that the bands from the superview super 7 multiple band ligator prematurely deployed. Therefore, another of the same device was utilized to successfully complete the procedure. The patient did not sustain any reported complications or ill effects as a result of the issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.